Event description:
It was reported that during an unspecified procedure there was a black colored substance coming from the xt-2t transducer while in use with an unspecified philips ultrasound system. The customer reported that the patient experienced mucosal lining damage and continuous vomiting. There is insufficient information regarding the patient outcome at this time. Philips has started an investigation, and upon completion, a follow-up report will be submitted.